Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced poor distance vision. Clinical reason for explant was myopic outcome due to in office calculation. The iol was exchanged for unspecified advanced technology intraocular lenses (atiol) model lens 02 months following the initial implant procedure. Additional information has been requested.